Event description:
It was reported that during a carotid stenting procedure, the stent moved. The right carotid was fully occluded. The very focal, very tight lesion being treated was located on an angle in the left carotid artery. During deployment of the stent, the delivery balloon was inflated for approximately 2-3 seconds and the patient experienced an "ischemic convulsion" for approximately 5 seconds due to the interruption of blood flow during deployment, however, he recovered with no intervention needed. Following deployment the stent moved approximately 4-5mm distally, most likely due to the distal end not adhering as it was on the angle. A second stent was placed, and the physicians were satisfied with the results. Patient status was reported as 'fine'.

Manufacturer narrative:
As the stent remains implanted and the delivery device has been disposed of, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.